Event description:
At 1:00pm the customer took 15 units of humulin r before eating. At 4:00pm the custmer felt their blood sugar was low and tested and rec'd a result of 115mg/dl. The customers spouse later noticed the customer looked out of it. The customer was taken to the hosp where they rec'd a result of 42mg/dl. The customer was given a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.